Manufacturer narrative:
This event is considered a serious injury as information suggests this patient was hospitalized due to the inappropriate shocks given. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator delivered several inappropriate tachy and anti-tachycardia pacing due to numerous episodes of 1:1 tachycardia that appears to be likely atrial driven. Information suggest this patient was admitted to hospital due to this issue. This malfunction reoccurred outside of an isolated episode and there is no evidence suggesting therapy was exhausted. This device remains in service and there is no further information regarding if corrective actions were taken, additionally, it was suggested that there was nothing to really reprogram with this device, just to consider the rate control. No additional adverse patient effects were reported.